Event description:
It was reported, the bronchovideoscope did not have image, and it had black screen. There was no delay, and no procedure was involved. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found no malfunctions aside from the allegation reported in b5. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely air leakage from the plug unit corroded or broke electronic components. It is probable physical stress, such as impact to the plug unit, or chemical stress during reprocessing, could have been the cause of the air leakage. Additionally, the confirmation of dents on the universal cord suggested that internal elements might have been subjected to external stress, resulting in the breakage of the charged coupled device (ccd) cable and contact failure, making image output unstable. A definitive root cause cannot be determined. This issue is addressed in the instructions for use (IFU): important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor the field performance of this device.